Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation and the lead exhibited changes in threshold. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was repositioned successfully. No further information was available.